Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 63-year-old female presented with acute myocardial infarction and cardiogenic shock, consistent with scai stage d prior to support initiation. During preparation for implantation of impella cp pump (sn (B)(6)), the pump appeared unable to complete the purge sequence. When the team attempted to restart the case-start process, the console recognized the same pump and bypassed the setup steps, preventing successful priming. The initial impella cp failed to prime despite troubleshooting, resulting in an aborted placement; a second device was successfully implanted, and no patient harm was reported. Further investigation will proceed upon receipt and evaluation of the returned product and console data. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the priming problems was not determined due to no defect found with the returned pump and data logs were not recovered.